Manufacturer narrative:
An event regarding stem subsidence involving a 132 size 5 secur-fit advanced stem was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as no items were received. Medical records received and evaluation: not performed as no medical records were received. Device history review: indicated all devices were accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because no medical records and/or device were received. However subsidence of the stem into the femur can commonly be related to a loss of implant bone fixation strength between the stem and the femur. It was also reported that the stem and head were converted to a larger size. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by (B)(4). If devices and / or additional information become available, this investigation will be reopened.

Event description:
A bipolar hip that was implanted in (B)(6) 2015 subsided and required revision surgery. Update per sales rep: stem subsided, surgeon implanted larger stem and head at revision.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
A bipolar hip that was implanted in (B)(6) 2015 subsided and required revision surgery.